Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: green image, damage to r-unit (another term for the charged coupled device), a component failure of the ccd (charged coupled device) unit, outer tube is bent, a component failure of the outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image not stable is caused by a component failure of the ccd unit. Outer tube is bent is caused by a component failure of the outer tube. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope presented the image is not stable. There were no reports of patient involvement.